Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the shock impedance had been consistently high, out of range for almost one year. It was found that the rv lead was fractured. The implantable cardioverter defibrillator was explanted due to therapy upgrade/downgrade. No additional adverse patient effects were reported.